Manufacturer narrative:
(B)(4). The complaint airvo humidifier was received at our fisher & paykel healthcare (fph) regional office in (B)(4), for evaluation. The device was performance tested by a trained fph technician and it was found that the audible alarm was not working. A lot check revealed one other complaint of this nature for lot number 120707. Previous investigations into faulty speakers have shown that the problem is usually the result of an open circuit in the speaker. The supplier of the speaker unit was notified and they have carried out an investigation. The problem has been traced to an issue with the gluing process. The supplier has taken steps to ensure that each speaker is checked following the gluing process and any found faulty are discarded. The subject airvo was manufactured before the supplier implemented these additional checks. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative." Device evaluated at fph regional office.

Event description:
A hospital in (B)(6) reported that the display on an airvo 2 humidifier was not bright enough and requested service. During servicing it was found that the airvo did not have an audible alarm. No patient consequence was reported.